Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarm anymore for blockage and they experienced high blood glucose level of 536 mg/dl. Customer reported that the insulin pump and the catheter came out bent but the insulin pump did not notified him. Customer noticed a very thin crack from the bottom of the insulin pump going up the back to where the belt clip is connected. Customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with a cracked case near the corner of the belt clip rails on the battery compartment and broken battery tube threads. The device passed the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and self test. No absence of occlusion alarm noted during testing. (B)(4).